Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned headway microcatheter found that an in-house stent experienced resistance when inserting into the lumen of the returned headway microcatheter. The stent was deployed from the microcatheter and a segment of the microcatheter's lumen coil was observed to have broken off and wrapped around the stent, which is consistent with the resistance experienced. Further inspection of the microcatheter found the ptfe lining to be damaged at the proximal end of the lumen, which would have also contributed to the resistance. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the ptfe damage, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: intracranial aneurysm, coil embolization and lvis stent assistance. For aneurysm at c4 position, the hw21 microcatheter was delivered in place, and the lvis stent could not be smoothly pushed out after being introduced to the lesion site. The stent was successfully opened after being replaced with a new hw21 microcatheter. Patient status noted as ¿fine¿ . When the device was received for evaluation, the investigation findings found that the lumen coil and the ptfe lining were damaged.